Manufacturer narrative:
Ife import for export. (B)(4).

Event description:
Pentax medical was made aware of a complaint on 05-nov-2020 of "primary channel blocked" involving the pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The user also reported "head of biopsy forceps stuck in channel during procedure. Scope was changed , no patient injury." No serious injury or death of a patient or user was reported. The customer owned endoscope was returned for evaluation on 09-nov-2020. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician found an "accessory stuck in primary operation channel" confirming the customer's complaint and documenting the following additional findings on 10-nov-2020: leak at biopsy channel (large/ primary) inlet side, fluid invasion in segment section, failed wet leak test, failed dry leak test, fluid invasion in control body, fluid invasion to insertion tube, scope case lock damaged, control body mild corrosion inside, and fluid damage to light carrying bundle. The device underwent repairs including the following components: gi-90/i10/k10 series cardboard scope cas, o-rings and seals, segment staycoil assy pb-free, staycoil collar, distal end assy with tubes, distal attaching plate, distal attaching screw, segment attaching screw, bending rubber, rl pulley assy, ud pulley assy, adjusting collar, switch w/button retaining nut3, switch w/button retaining nut4, switch w/button retaining nut2, remote control button(1), shield pipe for ccd, signal wire for ccd, conductive plate, and o-ring (1.8x19.8). Pentax medical model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2019. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on (B)(6) 2020 under delivery order (B)(4).